Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported tissue intolerance reaction of immuno-allergic origins considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported, "upon review of medical documentation received, the clinician's assessment indicates that the abgii modular devices, have a direct and certain relationship of cause and effect to this patient's experience, namely the tissue intolerance reaction of immuno-allergic origin, which began on (B)(6) 2009, and ended on (B)(6) 2018 (consolidated)." This report is for the abg ii modular prothesis stem.